Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, humeral, lot # unknown; catalog #: unknown, bearing, lot # unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had initial elbow arthroplasty approximately 6 years ago. Subsequently the patient had a revision about 10 months ago due to unknown reasons. No further information is known.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.